Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they had air bubbles. The blood glucose at the time of the incident was 127 mg/dl. The customer states she is having problems reconnecting the reservoir and infusion set. The customer states they also saw air bubbles in the reservoir, but did not know how to troubleshoot them. Troubleshooting was not able to resolve the issue, because the customer had changed the reservoir. The device will not be returned for analysis.